Event description:
During service investigation of electrode belt sn (B)(4), which was returned for an unrelated event, the electrode belt failed the fall-off test.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon receipt, the electrode belt failed the fall-off test and the ECG-c to distribution node cable was pulled from the strain relief. The cause for the test failure was the pulled cable. After replacement of the cable section, the electrode belt failed auto-test. The cause for the auto-test failure was an out of tolerance micro-controller, u713 on the distribution node pca board. The root cause for the pulled cable cannot positively determined but is likely physical abuse. The root cause for the out of tolerance micro-controller cannot be positively determined. No adverse event resulted from the defective electrode belt.